Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a heavily calcified, 80% stenosed lesion in the heavily tortuous mid left anterior descending (lad) coronary artery (lad), pre-dilatation was performed using a 1.5 mini trek balloon. A 2.5x48 rx xience xpedition stent delivery system (sds) was then advanced toward the lesion, but resistance was felt and the sds was unable to smoothly cross the lesion due to patient anatomy. The rx xience xpedition was withdrawn. Additional pre-dilatation was then performed using an unspecified 2.5x20mm cutting balloon. A perforation was then noted. An attempt was made to treat the perforation via advancement of a 2.8x16 rx graftmaster covered stent, but this device was also unable to smoothly cross the lesion due to patient anatomy. The patient was transferred for coronary artery bypass graft (CABG) surgery. The perforation was successfully resolved via CABG with a good patient outcome. Reportedly, the inability to cross did not cause patient injury and there was no occurrence of a clinically significant delay. No additional information was provided.